Event description:
A facility reported that the amplitude of cusa clarity 36khz handpiece (c7036) did not rise over 10% when it was supposed to be rising around 40% during a brain tumor removal surgery.. It was rebooted and it failed the test. According to the error message, the disposables needed to be replaced. The tip was replaced twice but it failed the test. After replacing the handpiece and using the same tips, it passed the test. Another suctioning device was used to complete the surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The cusa clarity 36khz handpiece (c7036) was not returned; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The complaint states that the ¿amplitude did not rise over 10%¿, and the additional information received states ¿the tip was replaced twice but it failed the test. After replacing the handpiece and using the same tips, it passed the test." Consequently, the tip was not at fault, and it appears the issue is with the handpiece. However, the DHR review shows no evidence of a fault in the handpiece. To determine the possible root cause, the handpiece is required to perform further testing. Since the device has not been returned, a possible root cause cannot be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.